Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, using hst iii system (4.3mm), 1/2 of the seal was protruding out the distal tip upon opening the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected sections: h6-patient codes changed to no patient involvement; h-6-device code changed to fitting problem. Trackwise # (B)(4). The device was returned to the factory for evaluation on 20jul2020 and investigated on 31jul2020. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The loading device was not returned for investigation. The tension spring and seal remained inside the deliver, with the anchor sticking out of the delivery tube. The seal was partially extended outside the tube. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) was used in a case and defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.